Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the display on the insulin pump went blank during prime. Blood glucose value was 170 mg/dl. During troubleshooting, it was stated that the battery cap, compartment and spring were not damaged or corroded and the insulin pump was not dropped or exposed to moisture. It was advised to remove the battery for 10 minutes, clean the battery cap and insert a new battery; the display returned. The customer called later to report the display going blank again. Troubleshooting was done and the display did not return, she was then instructed to remove the battery for 2 hours and call back. She called back and stated that the display remained blank after the reset. Blood glucose value was 132 mg/dl. The insulin pump was replaced and the customer returned the product for analysis.